Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received 2 scs anchors with the same lot number. It was reported during the permanent procedure the physician saw a crack/tear in a portion of the scs anchor. The physician left the anchor implanted. There is no additional info at this time.